Event description:
It was reported that the customer passed away (B)(6) 2014. It was stated that her death was caused by complications from gall stones. Her last known blood glucose reading was 176 mg/dl. She was not wearing her insulin pump at time of death. It was removed by medical professionals. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received without a battery in the battery tube. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The history analysis could not be performed as the insulin pump was received with no battery in the battery tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.